Manufacturer narrative:
Additional information was added to h6 and h11. Correction made to b5: during follow up, it was clarified that the minicap transfer set leaked (previously submitted as there was a leak between the minicap transfer set and titanium adapter). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the minicap transfer set and titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.